Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg as recommended. As a result the ipg deemed inoperable. As a result surgical intervention was undertaken wherein the ipg was explanted and replaced.

Event description:
Additional information received identified therapy was restored postoperatively.